Event description:
It was reported that a patient with severe atraumatic pain was revised approximately two years after implantation to address an unknown rod fracture and two unknown migrated screws. This report captures the first of two screws.

Manufacturer narrative:
H.6. Coding has been updated to reflect investigation conclusion.

Event description:
No new information.